Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with injection and pump. The customer was advised the 2 high blood glucose rule. After troubleshooting was done, customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to performed functional test due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.